Event description:
It was reported that the septum of one catheter extension set was observed to be inverted. No patient injury or adverse event was reported to be in association with this occurrence, though it did occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Additional information: a batch review cannot be performed since there was no lot number provided. Evaluation summary: baxter received one sample for evaluation. Visual inspection of the sample confirmed the reported problem. Improper access into the septum is known to cause an inverted septum, however the cause could not be determined for this issue. Should additional relevant information become available, a supplemental report will be submitted.